Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) and valve migration requiring intervention is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less than severe and non uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Procedure didactic also identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under sizing. Physicians are extensively trained by edwards before they are qualified to use the to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, and other patient anatomical factors, patient screening, assess the content and distribution of calcium, device preparation, approach, deployment, procedure specific training manuals, and proctored procedures. Multiple imaging modalities should be considered during valve size selection, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedural factors (under sizing, and lack of seal around annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 months, 16 days post transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia valve, the valve presented severe paravalvular leak due to the valve migrating from 80/20 to 60/40. The patient underwent a valve in valve procedure with a 26mm sapien 3 ultra resilia valve with -2cc of volume. After deployment, the valve was post dilated with a 24x4 tru balloon. The post gradient was 6mmhg. The paravalvular leak was trace/mild per echo report. The patient did well and no complications. The perceived root cause for the event was due to under sizing, and lack of seal around annulus.